Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm on the insulin pump. The device was received with minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that they were sleeping and may have been laying on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.